Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl with moderate ketone levels; cause unknown. Reportedly, the customer required assistance addressing bg level with a manual injection. In addition, the infusion set was changed to address the issue.